Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and found cracks on the ultrasonic sensor flex tail. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion alarm was verified. The cause was determined to be cracks on the ultrasonic sensor flex tail, therefore the ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant upstream occlusion alarms during therapy (medication, dose, programmed amount and delivery rate unknown). The device was swapped out. There was no patient injury or medical intervention associated with this event. No additional information is available.